Event description:
A customer from canada called for help with his breeze2 system. He performed control tests during the call and received a result of 1.3 mmol/l. The normal control range was not provided, but should be around 5.0-6.8 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.